Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that while sending a transmission with the previously working remote monitor, the patient heard a loud "pop" noise and smoke started coming out of the monitor where the switches are located. The patient noted having trouble getting telemetry and attempting to transmit nine times that day. After having called the clinic and advised to attempt telemetry through a sweatshirt that the patient was able to get telemetry. The loud noise and the smoke were reported during the send phase. The patient reported feeling nausea, dizzy and light headed after the monitor started smoking and the house smelled of smoke. The patient was asked to press the start button on the monitor and it did come on. The patient was referred to the clinic regarding the symptoms. After being interrogated in the office the clinic reported the device showed normal device function. The monitor was tested in the office and would not interrogate the device. The monitor is being returned. No further patient complications were reported as a result of this event.